Event description:
It was reported that the device exhibited an occlusion alarm. Event occurred while patient use, and no patient harmed reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint that occlusion alarm sounds. Service history review identified no indication that the complaint was related to a service of the device within the view period. No physical damage was found on the device. Visual/functional testing was performed. The reported issue was not reproducible, and the cause could not be determined. Returned unrepaired to the customer at customer's request.